Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The blood leak was internal, and it occurred approximately four minutes after the start of hd treatment. It was reported that blood was visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used to test for the presence of blood, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak occurred, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was returned with corporate provided blood port and adapter caps attached. Blood was present throughout the device. During the gross visual examination, a potted fiber fragment was observed on the cavity ID end at approximately 250°, with the dialysate ports situated at 0°. Under magnification of 20x, the fiber fragment measured 0.78mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The reported event has been confirmed due to the potted fiber fragment. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The blood leak was internal, and it occurred approximately four minutes after the start of hd treatment. It was reported that blood was visually observed within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used to test for the presence of blood, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood leak occurred, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for manufacturer evaluation.